Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized (B)(6) 2017. The customer stated that it was first time changing set after training on her own and was connected to pump when filling tubing and delivered about 60 units to herself and after doing this her husband was reading the book and realized she wasn¿t supposed to be connected. They were originally watching a video and it ended before it completed instructions on inserting set so that¿s why they messed up and didn¿t read book until after the fact she was scared so she went to emergency room and was there about 4 hours. She drank 3 orange juices, 3 sprites and peanut butter jelly sandwich and her blood glucose never went under 131mg/dl and highest was 157mg/dl but next morning it was 569mg/dl. She gave shot to treat and met up with trainer the 19th and reviewed pump to make sure she knew what she was doing. Patient's blood glucose at time of incident was 569mg/dl. Patient's current blood glucose was unknown. Sensor glucose was 196mg/dl. The customer was not wearing the pump at time of hospitalization and was off for less than 48 hours. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.